Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a loose shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a loose shield was observed inside the packaging of a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, 21g 7in tubing. No serious injury or medical intervention was reported.